Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to all four battery pins becoming loose. Physio replaced the 4 battery pins and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient via the ECG cables, the device powered itself off. The paramedic pressed the power button to turn the device back on. It was reported that the device powered itself off again and then back on. There were no adverse effects to the patient due to the reported issue.